Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that device plug was broken. There was an abnormality in the appearance of the device. The functionality of the device could not be tested since the plug was broken. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, after an inspection of the device was performed, the device plug broke upon unplugging from the socket. There was a burn mark on the surface. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was likely caused by an excessive load applied to the plug when unplugging. Olympus will continue to monitor field performance for this device.